Event description:
It was reported that while stimulation was turned on and off there was a shocking or jolting sensation. Reportedly, the patient fell quite often due to multiple sclerosis. The shocking symptom was similar to what she previously experienced with her old ins.

Manufacturer narrative:
(B)(4).